Event description:
A maude report was received noting that fluoroscopy showed insulation abrasion on the lead. The maude report also stated that the event date was in 2011, however, our records note that the patient expired in 2010. We are unable to obtain further information.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).